Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to duplicate the reported issue. However, the fse cleaned and reseated all connectors relating to the display. During testing protocols, the iabp generated an alarm#52, as well as autofill and maintenance code#1. Per service manual, the fse determined that the drive pressure may have failed, and tried calibrating the device but was unsuccessful. In addition, the drive pressure was cleaned as well as the shuttle pressure the gasket was okay, but still the problem persisted. The fse decided to change the drive pressure transducer and this resolved the problem. The fse performed calibration checks, full functionality and safety check, and all tested okay. The software update (datasette replaced) was also replaced on this iabp as part of the current field action. The iabp was released to the customer for clinical use.

Event description:
It was reported that a numeric issue with the display of the cs300 intra-aortic balloon pump (iabp) occurred. It is unknown under what circumstances this event occurred; however, there was no patient involvement or adverse event reported.